Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. The lens remains implanted and therefore not explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. The device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that endophthalmitis occurred in a patient who had a bilateral symfony intraocular lens (iol) implanted. Additional information was received and it was learnt that at 1 month post-op visit uveitis were observed in both eyes. Reportedly, the patient is gradually recovering, and there are no plans to explant the lenses. No further information was provided. This report is for lens 1 of 2.